Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image and also had broken force sensor was detected during seating or regular delivery alarm. Customer stated they took off battery and insulin pump went blank. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case (battery tube), and cracked battery tube threads. Device powered up after battery installation and received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch therefore, unable to download and verify pump error 35. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.